Manufacturer narrative:
Correction: e2, e3, g2.

Event description:
It was reported that the device had underinfused. No patient harm was reported. Although requested, further information not provided.

Manufacturer narrative:
The reported issue that the lvp module had underinfusion unspecified medication, could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 02jun2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had underinfused. No patient harm was reported. Although requested, further information not provided.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided. No device will be returned per customer.

Event description:
It was reported that the device had underinfused. No patient harm was reported. Although requested, further information not provided.